Manufacturer narrative:
UDI: (B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead lead exhibited a high out of range shock impedance measurement. Subsequent shock impedance measurements have been within normal limits. The lead remains in service. No adverse patient effects were reported.